Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level more than 500 mg/dl which was treated by insulin pen. Customer alleged that insulin pump was under delivering. Customer was using insulin pump within 48 hours of reported event. The customer stated that, they performed self test and was passed. Insulin pump will not be returned for analysis.